Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the reason for the call was that the therapy seemed to be working well, then about two weeks ago, maybe three, the patient's symptoms were worse then before implant. They turned stimulation off for a couple days last week and the symptoms did not get any worse. The past three to four days, they would have the feeling they had to go to bathroom, and then they would wet themselves before they could make it to bathroom. When asked what settings they were on, the patient said 1.1 volts on program 1. They said if they increased stimulation, they would feel tingling all the time. They were told to increase the stimulation as long as it was comfortable. Otherwise, if they could not raise stimulation without it being comfortable, they should try changing programs. They were told that once they made the change, they should monitor their symptoms for a couple days and see if their symptoms improved.

Manufacturer narrative:
Event date: date is estimated; month and year are valid. If information is provided in the future, a supplemental report will be issued.